Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirmed hypoglycemia on the reported event date. The hypoglycemia was preceded by a period of hyperglycemia (~6 hours), during which the ilet was unable to deliver insulin for ~3 hours when the cartridge ran out of insulin and was not replaced. This resulted in increased insulin dosing later when the ilet was able to respond to the hyperglycemia. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. The period of hyperglycemia and extended period where the ilet was unable to dose insulin likely contributed to this hypoglycemic event, as the ilet increased insulin dosing in response to the prolonged hyperglycemia, increasing the user's risk of hypoglycemia.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event and went to the ER. The event occurred on (B)(6) 2024. The cds reported the user's healthcare provider (hcp) has taken the user off the ilet. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.